Event description:
It was reported that the pump touchscreen was damaged and unresponsive. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with Tandem Technical Support. Therefore, no additional information was obtained.

Manufacturer narrative:
In use at the time of the event:CGM model: G6. Mobile OS: Android / Android_Galaxy S22 / 2.6.1 / Android 16.